Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting (B)(4). (B)(6).

Event description:
During the procedure the physician treated the right common iliac artery with a prot gps. It is reported that the patient suffered re- occlusion of the target lesion and was treated with thrombolysis catheter and stenting on the cec adjudicated this event as related to the study device.